Event description:
Information received indicates product inspection prior to use found the header bag not completely sealed at the very end of the bag, between the plastic and the tyvek, resulting in an opening in the bag seal. Since product was deemed compromised. No report of illness or injury has been received. The product was changed out with no patient involvement.